Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on 06-jul-2023. A nurse reported the patient arrived in the ER with a bad infusion site and an unspecified pump issue that they were unable to troubleshoot. The patient received IV remodulin while in the hospital, and was discharged after successfully resuming subcutaneous remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.